Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's drive support cap was loose due to the device being dropped. Blood glucose level at the time of the incident was 91 mg/dl. The customer also reported that the display was cracked and could not be read. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with detached end cap, severely scratched display window, cracked reservoir tube lip and cracked case near the display window corners noted. The drive support cap was inspected and no anomaly was noted.